Event description:
A customer in (B)(6) notified biomérieux of obtaining false negative results when testing with the bact/alert® 3d 60 instrument (ref 248009). The customer reported that twice, they suspected growth due to sensor color change at the bottom of the culture bottle. The bottle was subsequently subcultured and gave a positive result. The customer did not provide any further details on bottle type used, the number of patients impacted or the identification(s) of the organism(s) isolated. The customer reported that there was no false result reported. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of false negative results when testing with the bact/alert® 3d 60 instrument (ref 248009). After the field service engineer performed temperature calibrations, the customer reported the instrument to be working as intended. Gcs requested the backup to be uploaded to vilink secured space on multiple occasions; however, the correct backup was never received. The root cause of the reported false negative cannot be determined due to the backup not being received to perform an investigation. Additionally, minimum details were provided regarding the false negatives.